Event description:
This rv lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2011 due to increased threshold and impedance bipolar (1900 ohms), but normal unipolar. Noise on rv lead also. The physician was dr. (B)(6) at (B)(6) hospital-university medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).